Event description:
During insufflation, pneumoneedle did not allow the flow of gas into the abdominal cavity. Troubleshooting measures were taken; however, flow could only be obtained when another pneumoneedle was opened and used.